Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited image issues. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image issues, specifically noise, flickering and no display, poor watertightness of cable unit, coating on cable unit is peeled off, failure in board unit, leakage was observed from the camera head switch and the cable unit, and the coupler was corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor watertightness of the cable unit led to image flickering, noise, and ultimately no image display. Additionally, peeling of the cable unit coating contributed to noise and loss of image. A failure in the board unit resulted in uneven image brightness. Furthermore, leakage from the cable unit and the camera head switch caused corrosion of the coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: glass of coupler was broken. Based on the results of the investigation, a root cause could not be identified for the additional finding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.